Manufacturer narrative:
Unit passed displacement test and self-test. Insulin pump error alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on and off and increased/decreased volume with the audio feature functioning properly. No audio, vibrate and absence of alarm anomalies noted during testing. Pump error alarm was present in the pump trace download due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error and hardware low level failure alert during self test. The customer¿s blood glucose level was 5.8 mmol/l. The customer was able to clear the alarm and rewind the insulin pump. The customer reported it was the second occurrence. The insulin pump will be returned for analysis.